Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. On an unreported date, the patient was hospitalized for the event and was treated with amikacin injection (1gm, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. On an unknown date, the patient was discharged from the hospital. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). No additional information is available.